Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system controller was exchanged at time of the modular cable exchange.

Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via analysis of the submitted log file. The submitted log file contained approximately 5 hours of relevant data ((B)(6) 2024 from 07:58:18 ¿ 13:35:04 per the timestamp). The driveline was connected to the system controller for the first time on (B)(6) 2024 at 08:00:22, indicating that a controller exchange occurred. The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed within the low speed limit without issue while the driveline was connected. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including the reason for why the system controller was exchanged; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality specifications. The system controller was shipped to the customer on 11oct2019. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.